Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient fell a couple of months ago, and confirmed it was about 2 months prior to the report. The patient said since then, he couldn't use the stimulator anymore because it seemed to aggravate his feet too bad. The patient said his hcp told him to call the manufacturer and set up an appointment with a rep to tweak it. No further complications were reported.